Manufacturer narrative:
The results/methods and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the left ventricular lead exhibited loss of capture due to lead dislodgement. The cause of the dislodgement was not known. On (B)(6) 2019, the lead was explanted and replaced successfully. The patient's condition before, during, and after procedure was normal.

Manufacturer narrative:
The complete lead was returned in one piece measuring 86.4 cm long. The lead was found to be within specifications. No anomalies were found.